Manufacturer narrative:
Device evaluation: upon receipt at our post market quality assurance laboratory, the ams 700 ipp cylinder was visually inspected and functional tested. There was a leak in the proximal cylinder body attributed to sharp instrument damage; hole/damage was present. Based on the event details, implant duration and product analysis, it cannot be concluded if the sharp instrument damage occurred while implanted or during explant. Cylinder has broken fabric threads, and exhibited bulging when inflated in cylinder body. Cylinder has fold that indicates possible buckling of the cylinders in the proximal cylinder body. The cylinder also has wear at fold in cylinder body. The kink resistant tubing (krt) was worn to filament; no leak was found in the krt. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Product analysis confirmed the reported allegation related to hole in cylinder. The hole was due to a sharp instrument; however, it cannot be confirmed when and/or how this damage occurred. Product analysis also identified a bulge with broken fabric treads in the cylinder that would directly affect the overall functionality of the device.

Event description:
It was reported that due to the device not working well the patient had his inflatable penile prosthesis (ipp) right cylinder explanted. Two weeks before this surgery the patient visited his physician and after testing the device, a hole was found in the right cylinder. The left cylinder, pump, and reservoir remains implanted and in use. The perforation occurred after the device was in use. The physician does not believe that a device malfunction contributed to the hole in the device. The patient was stabilized after this surgery.

Event description:
It was reported that due to the device not working well the patient had his inflatable penile prosthesis (ipp) right cylinder explanted. Two weeks before this surgery the patient visited his physician and after testing the device, a hole was found in the right cylinder. The left cylinder, pump, and reservoir remains implanted and in use. The perforation occurred after the device was in use. The physician does not believe that a device malfunction contributed to the hole in the device. The patient was stabilized after this surgery.